Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the log file provided by the account confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined; the account reported that the low flow alarms resolved with the treatment for and resolution of the arrhythmia. The submitted log file contained data from 01:54:31 through 14:44:43 on 25jan2022, per the timestamps. Low flow alarms were captured throughout the file due to the estimated flow frequently dropping below the low flow threshold of 2.5 lpm, to 2.4 lpm. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13dec2017. The heartmate ii lvas instructions or use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU also addresses all pump parameters and explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition such as hypertension. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Furthermore, section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had new onset of ventricular tachycardia with new low flow alarms. The patient had associated fatigue and hypertension. Log files captured low flow events early on (B)(6) 2022 through 05:20. The flow recovered for a short time and then intermittent low flows were noted for the remainder of the log. The patient had successful antitachycardia pacing from their implantable cardioverter-defibrillator (ICD) while in the emergency department (ed). The patient received an ablation while admitted to the hospital. The patient's arrhythmia resolved and no further low flow alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.